Event description:
See also manufacturer report 3004209178-20100-07148. There was a complaint about the stimulation (specifics not provided). The patient had balance symptoms and was admitted to hospital. She was to consult with a neurologist the following morning. The outcome is unknown. Further information is being requested at this time.

Manufacturer narrative:
(B)(4).